Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test, battery out limit, and blank display. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 231mg/dl. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.